Manufacturer narrative:
All of the buttons are functioning properly; no damage in the keypad assembly noted and no unlocked lcd keypad connector during our visual inspection. No moisture damage was found on the electronics, motor, battery tube, vibrator and keypad assembly during our visual inspection. However, the insulin pump was received with minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump was submerged in water. Customer's blood glucose was 65 mg/dl. Troubleshooting found the insulin pump passed a self-test. Customer also reported the buttons were not responsive on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.